Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined; however, may have resulted from patient¿s activity [hurricane preparation]. Secondarily, the patient event was associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. It is a known complication that a patient¿s age, weight, activity level, and/or trauma could effect of the system. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total shoulder replacement on the right side. Approximately 84 months post-surgery, the patient experienced severe pain and a scapular spine fracture after preparing her house for a hurricane. A sling was prescribed as treatment and the outcome was reported as resolved approximately 3 months later. No further impact to the patient was reported. No other information is available.